Event description:
The customer reported that during a thyroidectomy, that the power of sealing was different compared to previous use. Bleeding noted at the seal site. Numerous attempts were made to obtain additional details from the site without success. Bleeding noted at seal site. Amount of bleeding unknown. Another device was used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
Covidien reference # : (B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.